Event description:
A patient was treated with two gore® tag® conformable thoracic stent grafts in (B)(6) 2019. The stent graft was extended with a medtronic valiant navion stent graft in (B)(6) 2019. A stent fracture was identified on one of the gore® stent grafts by an external lab in CT imaging in (B)(6) 2021. The fracture was confirmed by the hospital's senior radiologist on (B)(6) 2022. Which stent graft was fractured is unknown. The cause of the fracture is unknown.

Manufacturer narrative:
Implant date: only the implantation months were provided by the physician. The precise implantation dates are unknown. Device evaluated: device remains implanted and has not been evaluated.

Manufacturer narrative:
There appears to be fracture of the wire pattern within 4cm of the distal aspect of the ctag device. This fracture is on the posterior aspect of the distal implanted ctag. There appears to be a type 2 endoleak. No non-contrast or delayed phase imaging is available for review. The distal ctag appears bird beaked /dead end within the aorta. No contrast is visualized outside the most distal-implanted-medtronic endograft. A review of the manufacturing records for this device verified the lot met all pre-release specifications.